Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that during an inspection, the responsible employee identified the presence of a hair or something similar inside the product packaging.